Event description:
It was reported to philips that the system was generating a warning message that x-ray tube had problem, only low load fluoroscopy possible. The system was in use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.